Event description:
Boston scientific received information that the left ventricular (lv) lead pacing impedance was fluctuating, ultimately increasing to greater than 2,000 ohms. The patient was seen in the clinic. Lv threshold measurements had increased to 4.0v at 2.0ms, from 2.0v at 1.0ms at implant. It was noted that the patient also suffers from diaphragmatic stimulation. The hcp was unsure of consistent capture at maximum outputs. The lead was reprogrammed from lv tip to lv ring to lv ring to rv coil, resulting in pacing impedance measurements within acceptable limits and a threshold measurement of 3.0v at 2.0ms. The physician elected to continue monitoring.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.